Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the surgeon pressed the recovery button as an alarm went off shortly after starting the procedure. During the process, the customer noticed a fragment from the single port fenestrated bipolar forceps instrument fell inside the patient's abdomen. The customer removed the instrument and retrieved the fragment during the same procedure. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer saw a fragment fall inside the patient's cavity when finishing up the procedure and was unsure what exact task was being performed when the fragment fell. The fragment was retrieved during same procedure and confirmed with visual inspection. Post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the instrument during use. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. In addition, the fragment(s) did not fall inside the patient during an instrument tip collision and the instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred.

Manufacturer narrative:
The single port fenestrated bipolar forceps instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have a broken molded insulator of the grip tips. A piece approximately 0.05" x 0.32" in size was returned with the instrument.